Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02058. It was reported the patient was hospitalized post operatively due to numbness and headache from a csf leak. As a result, a blood patch was performed on (B)(6) 2020. The blood patch resolved the issue.